Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted due to pelvic organ prolapse. After the procedure, the patient experienced pain, urinary problems, recurrence and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03480 and medwatch 2210968-2013-03483. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse, enterocele, rectocele, and stress incontinence. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries, urinary problems, recurrence and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information has been provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.